Event description:
The manufacturer's representative reported that the patient presented to the emergency room with seizures. Possible underdosing was considered and the patient underwent xrays to evaluate the catheter. Xrays revealed that the catheter had migrated. The patient underwent surgery to revise the catheter; however, the pin connector and a portion of the distal catheter were not removed as it would have been "too invasive" as they were not visible on fluoroscopy. A new catheter was implanted. Other treatment for the underdosing symptoms was not reported. The patient has not experienced any symptoms relative to the distal catheter remaining in the patient. The patient has recovered without sequela from the surgery.